Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer previously received information allegation of cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. During review of the error logs, error log showed 0 errors logged. During the investigation technician observed unknown contaminates and a whitish dust-like contamination on the top cover. Pil observed a whitish cloudy look on the backside of the ui panel. A whitish dust-like contamination was observed on the behind the sd card cover, in the air inlet, on the right side cover, and in the iso port. A heavy amount of whitish dust-like contamination was observed on the interior side of the top cover, covering the entire top of the pca, left side panel, blower cap, iso port, on and throughout the interior of the blower motor, on the interior side of the right side panel, in the base of the blower housing, around the edges of the sound abatement foam, and the walls of the bottom enclosure. A petroleum looking substance was observed on the blower outlet bellow and the bottom of the blower housing. Technician observed the sound abatement foam stuck to the bottom of the blower housing and the base of the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil observed the air inlet seal turning yellow evidence of sound abatement foam degradation/breakdown was observed. The product investigation laboratory is unable to directly address the symptoms outlined in the complaint.